Event description:
It was reported that during a routine follow-up, a loss of sensing and capture were observed on the right ventricular lead. No patient symptoms were reported. Fluoroscopic imaging revealed insulation damage near the tricuspid valve. Excess slack in tandem with the leads position had allowed the lead to loop back upon itself, creating contact with itself at that point. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.